Event description:
On (B)(6) 2012, the surgeon complained of problems with the cook forceps. The feedback received is "not taking appropriate size biopsies" and this has been an ongoing problem. However, a specific quantity was unable to be provided by the medical facility. The surgeon was extremely upset. At the time this info was provided, inappropriate size biopsies reasonably suggested the cups did not take a large enough sample to render a successful biopsy. This is not considered a reportable occurrence. In practicing due diligence, further clarification regarding the nature of the complaint was requested on several occasions. On (B)(4) 2012, we received clarification that the forceps took a bigger bite than expected. This has been established as a reportable occurrence. No medical or surgical intervention was required. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all forceps are subjected to a visual inspection for product integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.